Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4) implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that during a pump refill appointment there was redness at the pocket and spinal incision. The pump incision was aspirated with a needle and fluid appeared infected. The system was explanted; the hcp declined device return.